Event description:
Upon inspection of the returned device, the coil was noted to be broken. There was no consequences or impact to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release the coil was returned partially extended out of the introducer sheath. The pusher wire was kinked, and the introducer sheath was also badly damaged, probably due to the way the device was returned. The coil was kinked and extensively stretched. There was evidence of blood matter throughout introducer sheath and the primary winds of the stretched coil, which would be indicative of insufficient flush. The pet junction was still intact, but the coil was broken due to the extensive stretching. There were no anomalies noted with the zap tip. Additional information confirmed that there were no anomalies noted with the coil when it was inspected before use and instructions for deployment were followed. It was also stated that continuous flush was used. However, the blood matter seen inside the introducer sheath and on the coil indicates that sufficient flush was not used during the procedure. Lack of sufficient flush can lead to friction, which in turn can lead to the coil becoming stretched and broken. In addition, the coil was repositioned during the procedure. Repositioning can lead to stretching which is a pre-cursor to coil breakage. The direction for use (dfu) for this product family warns the user "in order to achieve optimal performance of the gdc system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2 "tip microcatheter and boston scientific guidewires and delivery wire"." Based on the information available and product analysis the root cause was determined to be related to use/user error.